Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that since implant, everyday at 4:00 pm, the implanted neurostimulator would start vibrating and it would vibrate for about 30 minutes and then it would cut out. The patient stated they would feel the stimulation/vibration not in the bicycle seat region, but rather in the upper part of their hip, where the ins was located and that if they were sitting down, they would notice it more than they did when they were up and moving about. Patient stated they'd never felt anything like that with the other system they had prior to getting their current implant and that they didn't think the therapy was helping their symptoms by 50% or greater since they got their current implant on 2026 the patient stated that they would take 4 pills: 2 in the morning and 2 in the evening and then they started taking a fiber capsule and the fiber capsule is what they really thought started working for symptoms. Patient stated that they went to their follow up appointment with their managing health care provider(hcp) about 2 weeks after the procedure and the hcp couldn't find anything wrong with the implanted system because they hadn't been able to connect at the office. The patient said the hcp had told them that they thought something was wrong with the ins but they couldn't determine what was wrong. They had charged the external devices before they went and the nurse or whoever worked with the device came in and they tried and neither one of them could get anything to pull up their settings. Patient services reviewed device description/function as well as programming, stimulation and ins battery longevity considerations with the patient and the patient opted to switch to program 6 and began increasing the stimulation. The patient went up to 3.5 ma but hadn't felt anything. The patient said when they were at the implant, the "technicians" (the manufacturing representative (rep)) kept trying different settings and asking the patient if they could feel the stimulation but the patient told them "no, all I feel is your hand on my hip" so they would switch to another setting and each time the patient hadn't been able to feel it. Patient said they hadn't ever felt the stimulation with the previous system either but the reps kept asking if they could feel it each time and each time they told the reps they couldn't. Patient said they heard the reps talking about "program 7" but ultimately, they'd created program b for them. Patient said they would try program 7 instead at the time of the call so they switched to program 7 and increased up to 3.7 ma but still didn't feel the stimulation. Patient opted to turn the stimulation down to 3.0 ma to conserve ins battery level a little better and monitor their symptoms.